Event description:
Person is using noctrix brand nidra tomac system (leg bands) for treatment of restless leg syndrome. Patient noted 2 deep wounds described as burns to the sites of the charge dispensing interfaces. Patient reported wearing device for 30 minutes and did not feel any pain. Patient reported noticing wound upon removing the bands. Patient also reported not following instructions to change adhesive pads in between sessions because they were still sticking to the skin well. Patient did not report event to the prescribing doctor for more than 30 days.